Manufacturer narrative:
Device evaluation summary device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204 - belt unusable) has been confirmed. As received, the belt could not communicate with a monitor. Upon investigation, a cracked solder joint was found on pin 1 of the j702 connector on the dn pca board, causing intermittent connection of can h. The cause of the inability to communicate with a monitor is the open solder joint. The root cause for the open solder joint was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt sn (B)(4) and reported a service code 204 - belt unusable.